Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that the patient had a CT scan of their abdomen and was subsequently sent to neurosurgery for exploration of the pump. The pump was analyzed and the hcp was able to drain out very close to the predicted volume from the pre-drainage scan. It was determined that surgical exploration was not necessary. The hcp felt that an overlying post-operative seroma might have explained why there was a larger volume drained. That would mean that the needle was in a seroma on the first two occasions. However, the patient's other hcp indicated that this did not make sense as the patient never had baclofen withdrawal and they were sure that the needle was in the reservoir. The hcp determined that the pump was in fact working. The patient's next refill in august would be observed and the hcp indicated that they would contact the rep if there were any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable pump. On (B)(6) 2021, it was reported that the patient's pump experienced volume discrepancies during pump refill procedures. The hcp reported that on (B)(6) 2020, the expected reservoir volume was 4 ml but the actual reservoir volume was 12 ml. On (B)(6) 2021, the expected reservoir volume was 3 ml but the actual volume was 13 ml. The hcp noted that the patient's pump had been replaced on (B)(6) 2020 and the next refill date was (B)(6) 2021. The patient reportedly felt well and experienced no change in symptoms. A catheter access port dye test was planned but had not occurred yet as the hcp had not yet found someone to perform the test.